Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck on the bios password screen. A field service engineer assisted a pharmacy technician remotely with powering down the station, reseating the hard drive cable, and rebooting the system to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the station was stuck on a black screen and offline in remote support services. The customer stated that malfunction caused a delay when a user attempted to issue medication to a patient; however, the user was able to obtain the necessary medications from the pharmacy. There were no adverse events or injuries reported based on this event.